Event description:
A report was received via social media that the spinal cord stimulator (scs) was hurting the patient. It was noted that it was very painful. The patient underwent an explant procedure. No further information could be obtained.